Event description:
The ventilator was returned to the manufacturer for a scheduled 30k preventative maintenance. In service, the ventilator could not be warmed up due to the turbine turning off and on. The nurse port relay also made an intermittent crackling sound.